Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. Customer also reported to have received a motor error alarm and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed prime during prime test and motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address label, stained serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.